Manufacturer narrative:
Serial number: (B)(6). Software version: 3.8.5. Color: pink. Battery life remaining: < 3 months. Per visual inspection: cap no longer stays in place and dose window is missing. Customer reports: inpen app is not recording the exact doses dialed. The inpen paired to the commercial app with small pairing dose. Received inpen 1/4 of travel. Re-wound pen and noticed a resistance while rewinding back into inpen. Resistance was observed when dosing without a cartridge installed. The injection button was removed and no dust / debris under the dose button or dose knob noted. Inpen was cut open and after inspection it was found that the encoder pattern wheel tabs rotating and traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing. Unable to perform functional test due to leadscrew anomaly. In conclusion: inpen cap does not fit securely onto cartridge holder due to small snap cracked / broken. It was determined from destructive analysis that the leadscrew anomaly was caused by a pattern wheel misalignment due to an encoder base bond failure. This can affect insulin delivery. However, unable to verify dose log anomalies complaint due to misalign encoder pattern wheel rotating and traveling against the walls of the dose nut. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that dose log/report data inaccuracy occurred. There was no adverse impact or consequence reported as a result of this event.